Event description:
Potential for injury associated with the stripped axle on a patriot manual wheelchair. This event could cause possible product instability and the potential for the wheel to fall off.